Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results from two coaguchek xs meters compared to stago laboratory results for 20 patient samples. Of the data provided, only the results for nine of the comparisons were discrepant. Refer to the attachment to the medwatch or all patient data. The customer used coaguchek xs strips lots 30497311 and 29779012. No information was provided the determine which lot was used for each patient. This medwatch is for strip lot 30497311. Refer to the medwatch with patient identifier (B)(6) for strip lot 29779012. There was no allegation of an adverse event. Retention test strips (29779012 and 30497311) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. The meter serial numbers were (B)(4).